Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) damaged prior to patient use.the issue was detected when the package was opened.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 10/30/2018, was sent in error.

Event description:
The customer reports the swg (spring wire guide) damaged prior to patient use. The issue was detected when the package was opened.